Event description:
It was reported to boston scientific corporation that a soloist single needle electrode was used during a rib rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while advancing the probe at a difficult angle the interconnecting cable detached from the electrode. The account did not want to reattach the cable since it may have been contaminated. There were no additional soloist electrodes available so the procedure was not able to be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)